Manufacturer narrative:
The customer was provided with a replacement glidescope spectrum smart cable, and the smart cable used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned smart cable and was unable to duplicate the reported image issue. The returned cable was connected to a test video monitor and blade to simulate testing. Even while being manipulated, the system produced an image that was stable and clear, with proper color rendition and distinct lines. A follow up call was performed by a verathon complaints specialist to confirm that the replacement cable resolved the reported issue. The customer confirmed that the new cable has been used and that no additional issues have been noted since. Since the customer received a replacement, the returned cable was scrapped. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image would disappear intermittently. No delay in the procedure, use of a backup device, or harm to the patient or the user was reported.